Event description:
During a sinus endoscopic surgery, the midas would not work due to malfunction of the foot pedal. A new midas and foot pedal was brought in. Tried all combinations of main units and foot pedals, but no combinations would function. Manufacturer response for foot pedal, midas foot pedal (per site reporter): representative was unable to provide any assistance at the time of the event.